Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for lumbar radiculopathy and spinal pain. The stimulator moved around under the skin a lot. The patient had a few falls over the last year or so. Patient services encouraged the patient to be seen the her managing physician and suggested for her to have her device checked by a manufacturer's representative (rep). No patient symptoms were reported regarding this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.